Event description:
It was reported that a patient underwent a under local anesthesia, the patient underwent "left eye pterygium excision+corneal limbal stem cell transplantation" procedure on (B)(6) 2026 and suture was used. During the procedure, the patient underwent surgery in the hospital's sterile operating room at 09:45 due to left eye pterygium. During the surgery, when the doctor was suturing with suture, the needle broke and penetrated under the left rectus muscle. After local anesthesia, the needle was removed and immediately replaced with the same batch of suture to complete the subsequent surgery. This event resulted in an extension of the surgical time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? - please provide the source or name of person providing answers to follow-up questions: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "